Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the electrodes "malfunctioned." The complainant was not able to provide further information. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the electrodes were returned for evaluation, the malfunction was duplicated during visual evaluation. The malfunction was attributed to an disconnected jumper wire on the electrode pad. This resulted in the device not recognizing a short, which caused the user to believe that the pads were not being recognized. This type of failure does not disable the electrode from delivering therapy and only impacts the self test feature of the device. This type of report does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to detect these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.